Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006; 419388, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device could not be interrogated despite attempting with two different programmers. Save-to-disk indicated the device had reached recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri on (B)(6) 2014. There is a steep drop in the battery curve beginning the week ending (B)(6) 2014.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated electrolyte leakage in the battery.